Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Patient feels shoulder is going to pop out of place. Patient stated it tends to happen several times a day. Patient thinks should may pop out the back of the socket. X-ray shows some bone resorption, possible stress shielding around proximal aspect of the humerus, lucency around central post. CT scan ordered to evaluate possible glenoid loosening. Patient ID : (B)(4).